Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into cardiac arrest at work and received cardiopulmonary resuscitation and was revived. Interrogation of the device found that the patient had seventeen treated ventricular tachycardia (vt)/ventricular fibrillation (vf) therapies; fourteen failed. The patient did not receive defibrillation therapy. Evaluation of clinical data review noted that the patient had multiple shocks truncated by short circuit protection. It was suggested that the reason for this was probably due to an insulation breach of the competitor right ventricular lead. The device remains in use. No further patient complications have been reported as a result of this event.